Event description:
A healthcare professional reported a ruptured device diagnosed by MRI. This record relates to unknown side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.